Event description:
It was reported that the system displayed a generator error. The system shuts down when this occurs. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was recalibrated. The system was then found to be operating as intended.